Manufacturer narrative:
One cassette was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient was unable to get the medication to infuse from the cassette. There was no medical intervention required or interruption to therapy. There was no patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in one (1) cassette product from part number 21-7302-24. Sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. Visual inspection results: sample was received without damaged, without white cap and without blue clip. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0386 due date: february 2022] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No fault found with the device. The cause of the reported problem could not be determined.